Manufacturer narrative:
(B)(4).

Event description:
Customer states during vats esophagus surgery, surgeon found yellow piece in the patient's thorasic cavity. They checked the trocar and confirmed the upper seal of the housing was damaged. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. There was no tissue damage. The incision site was not extended. The part fell into the patient's cavity and was retrieved. No bleeding occurred. Female patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one versaport v2 opt bladeless 12 short opened by the account. The circular seal is cut and a piece has been dislodged. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. The file was concluded to be a misuse of the product. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.